Manufacturer narrative:
Investigation not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device did not deliver. At an unspecified time, line a of the device was programmed to deliver normal saline. Line b was programmed in the piggyback mode to deliver a syringe of daptomycin 1000mg/50ml. The syringe was connected to the secondary port on the cassette and the delivery was started. No specific programming parameters were provided. After a short time, it was reported the nurse returned to the patient's room. At that time, the nurse noted the device display indicated the device was delivering; however, the syringe was still full. It was reported, the nurse removed the syringe and reconnected it to the secondary port; however, the syringe still did not deliver. The syringe was removed from the device and the medication was given IV push through the lower port on the primary tubing set. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. The device remains in clinical service. Though requested, no additional information was provided.